Manufacturer narrative:
(B)(4). The device was returned was performed. Evaluation confirmed the reported symptom of constant air-in-line through the history log, but could not reproduce it during evaluation. Evaluation found the lower reading on the ultrasonic sensor to be below specification with a fluid filled set, caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed air-in-line. It was also reported that there was no patient injury.